Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was unknown at the time of incident and the other blood glucose level was over 1000 mg/dl, 150 mg/dl. The customer was declined troubleshooting for high blood glucose level. Customer did mentioned symptoms such as shaking, sweat and vomiting. The customer was treated with insulin drip during hospitalization. Customer was unable to complete carelink upload. Customer stated that insulin pump had power loss alarm. Customer stated that they were able to clear the alarm successfully and were able to rewind the insulin pump. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.